Event description:
It was reported the patient was experiencing discomfort, pain, and soreness at his ipg site. The ipg is implanted along the patient's belt line. The patient stated he is able to grab the ipg and feel it floating in the pocket. The patient has decreased the amount they are using and charging the scs system, but the soreness still persists. Patient will consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.